Manufacturer narrative:
The field service engineer (fse) did not identify any issues. Instrument performance testing was acceptable. Calibration and qc were acceptable. No issues were identified during a review of the alarm trace data. The customer used rack adapters for the sample tubes. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined. The customer has had no further issues.

Event description:
The initial reporter complained of discrepant results for 1 patient sample in the emergency room tested for elecsys troponin t gen 5 stat (troponin t gen 5 stat) on a cobas 6000 e 601 module. The initial result was 7.3 ng/l. A new sample was obtained and the result was 17.4 ng/l. This result was reported outside of the laboratory. A 3rd sample was obtained and the result was 7 ng/l. The results from the 3rd sample caused the customer to question the result from the 2nd sample. The 2nd sample was repeated on a different e601 module and the result was 8.15 ng/l. No adverse event occurred due to the high result that was reported outside of the laboratory. The patient has since been discharged. The troponin t gen 5 stat reagent lot number was 345886 with an expiration date of 31-dec-2019. The customer repeated a different patient sample that had been run on the same day and the initial and repeat results were reproducible.